Manufacturer narrative:
Further review of this complaint. The issue was discovered during an in-house test at a sales office. There was no patient involvement. This report was reported in error. Based on this information, this is not a reportable event.

Event description:
The customer reported that a ventilator gave a supply failed alarm check vent frequently sounded during an in-house test at a sales office. Additionally, an international philips field service engineer (fse) reported that a power light emitting diode (led) illumination failure occurred during servicing. The device was evaluated by the customer and an fse confirmed the reported issue via operational check and event log. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy. The fse replaced the motor control (mc) printed circuit board assembly (pcba) and the power switch overlay. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.